Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services recommended to the boston scientific representative to have the device replaced. The device was subsequently explanted and replaced approximately one month later. There were no additional adverse patient effects.

Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services recommended to the boston scientific representative to have the device replaced. The device was subsequently explanted and replaced approximately one month later. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was confirmed to be in safety mode. The titanium case was opened, and the battery and capacitors were removed so that an external power supply could be connected to the device for further analysis. Detailed analysis of the battery confirmed latent shorting associated with damaged insulation on the tab portion of the cathode. This was determined to be the cause of the device reverting to safety mode while implanted. A battery design change was implemented in 2018 to create rounded corners on the cathode collector tab to prevent insulation damage. This particular device was manufactured prior to the design change. As part of this device analysis, a high current drain was also detected. Detailed analysis of the capacitors confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.